Event description:
It was reported that during mca (middle cerebral artery) thrombectomy procedure, the subject guidewire was used to build access as the subject guidewire was checked properly before use. Flushed and delivered a microcatheter to work with the subject guidewire to reach the m1 distal at the same side but the manipulation of the subject guidewire was not good. When the tail of the subject guidewire was rotated, the tip of it could not be moved together. Therefore, the subject guidewire was withdrawn and found the tip of the subject guidewire was fractured. The subject guidewire was replaced with a new guidewire and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4: expiration date - added. D9: product available to stryker/ returned to manufacturer on ¿updated. H3: device evaluated by mfg ¿ updated. H4: manufacturing date ¿ added. There are controls in the manufacturing process to ensure the product met specifications upon release. Analysis of the returned subject guidewire device revealed that the subject guidewire was broken/fractured to the nitinol tubing at 12.5cm from the distal end. The subject guidewire was hydrated and no anomalies were noted. The subject guidewire was not attempted to be advanced through a microcatheter as the guidewire was fractured. The reported ¿guidewire distal tip broken/fractured¿ was confirmed. The reported ¿guidewire does not have smooth movement¿ and ¿catheter has difficulty tracking over guidewire¿ could not be replicated during analysis, however the analysis results are consistent with the reported event. The device failed to meet specification when returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that flushed and delivered a microcatheter to work with it to reach the m1 distal at the same side but the manipulation of the subject guidewire was not good. When the operator rotated the tail of the subject guidewire, tip of it could not moved together. The operator withdrew the subject guidewire out and found tip of it fractured. Additional information provided by the customer indicated that continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. The subject guidewire was torqued 5 times however there was no excessive force during torqueing the subject guidewire. The subject guidewire tip shaped 45°. Analysis of the returned subject guidewire device confirmed that the subject guidewire was fractured. It is probable that the subject guidewire was fractured during navigation and manipulation through the patients anatomy. An assignable cause of procedural factors will be assigned to the reported and analysed ¿guidewire distal tip broken/fractured during use¿ and the reported 'guidewire does not have smooth movement' and 'catheter has difficulty tracking over guidewire¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during mca (middle cerebral artery) thrombectomy procedure, the subject guidewire was used to build access as the subject guidewire was checked properly before use. Flushed and delivered a microcatheter to work with the subject guidewire to reach the m1 distal at the same side but the manipulation of the subject guidewire was not good. When the tail of the subject guidewire was rotated, the tip of it could not be moved together. Therefore, the subject guidewire was withdrawn and found the tip of the subject guidewire was fractured. The subject guidewire was replaced with a new guidewire and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.